Event description:
The ketone level was large and medicine was prescribed by a healthcare provider to address ketones.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 501 mg/dl and the cause was not known. During a pump system check no insulin was observed exiting the cartridge luer lock after 5 units was requested to be delivered. Insulin injections were being used for insulin delivery.